Manufacturer narrative:
(B)(4). Concomitant medical products: 00249003200, impaction head, unknown, 00249001200, guide wire gripper, unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01747, 0001822565 - 2018 - 01748.

Event description:
It was reported that the items broke during an im nailing procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was not damaged (broken) as originally communicated. The initial report should be voided.